Event description:
A peritoneal dialysis (pd) patient's nurse reported finding a fluid leak. The patient was in training and in treatment when the cycler made a popping sound near the cassette door and fluid began leaking. No patient information was provided. During follow up the nurse reported the patient has not had any signs of infection and their effluent remains clear. No medical intervention was necessary. The patient was able to complete treatment. The set was not made available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the catalog number and lot number were not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. No lot numbers could be determined based on the distribution records. No further information has been made available at this time.